Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: db-2203-45 serial number: (B)(6) batch/lot number: 5003984 model/catalog description: argyle lead 45cm sterile kit unique identifier (UDI) # (B)(4). With all the available information, boston scientific concludes that the cause of the patient experiencing a seizure and being admitted to the hospital could not be confirmed. The devices were not returned as they all remain implanted therefore device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices remain implanted and were not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states that the following may be potential risks associated with its use seizures. Based on all available information, engineers are not able to confirm the root cause of the event. The devices were not returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint, and the conclusion is cause not established.

Event description:
It was reported that the patient that was implanted with the deep brain stimulation (dbs) system leads during the stage one procedure presented to the hospital with symptoms, including shaking and a loss of consciousness, of a suspected seizure. After the initial implant a post procedure computerized tomography scan (CT) was performed and no anomalies were noted. The physician stated that the symptoms did align with a seizure, however that it was not attributed to the dbs devices, but that the cause of the seizure is unknown. The patient was admitted, and electromyography (emg) monitoring was performed, and was doing well, the patient was then discharged from the hospital, and the stage two implant procedure was completed. No devices will be returned as they all remain implanted.